Event description:
It was reported that the superior vena cava (svc) coil impedance on the right ventricular (rv) lead spiked and was high. There was also increased rv coil impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2001. (B)(4).